Manufacturer narrative:
An event regarding dislocation due to wear involving an unknown 48mm liner was reported. The event was confirmed. Method and results: device evaluation and results: the device was not returned, however, based on the event description, "upon x-ray review it was noted that the poly liner showed signs of wear." Unclear photos of the explanted device were provided and review of these photos indicated wear of the liner. Medical records received and evaluation: no patient medical records were available for review. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event was confirmed however, the root cause could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. The extensive wear observed in the photos was likely what led the patient to dislocate. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient had a osteonics total hip in 1996 and recently started to dislocate. Upon x-ray review it was noted that the poly liner showed signs of wear so the c-taper head and liner were replaced.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient had a osteonics total hip in 1996 and recently started to dislocate. Upon x-ray review it was noted that the poly liner showed signs of wear so the c-taper head and liner were replaced.